Event description:
Paramedics reponded to a person, condition unknown. The device was connected to the patient with ECG electrodes and a 4-lead patient cable for cardiac monitoring. According to the reporter, the device initially displayed dashed lines for approx 25 seconds until the operator cycled power, then the device initially displayed dashed lines for approx 1 minute until the patient's ECG was displayed. No adverse affects to the patient were reporter as a result of the alleged malfunction.